Event description:
Surgeon stated that he revised patient on (B)(6) 2015.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device was not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.